Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical errors 17 were found which confirms the reported event. The reported device was received in brézins for investigation. Nothing was noticed during external visual check. The reported event has been reproduced during testing after 7min of charging. However, the quality controle was compliant. During internal inspection and cross tests, the equipped square has been founded defective, and the battery was functional. The equipped square will need to be replaced. The reported event is confirmed and the root cause is likely related to a defective equipped square, too old. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up. This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action

Event description:
The following has been reported: error 17 battery charge warranty replacement needed. No patient involved. Pump will be send to brezin. Reporting as a conservative measure. No adverse effects were reported.